Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that after 30 minutes of use during a laparoscopic hepatectomy, a piece of the active waveguide disengaged. The piece did not fall into the patient cavity. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : (B)(6) 2015. The incident ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the dissector had a cracked waveguide. The waveguide was inspected under magnification to identify the point of metal contact and fracture. It was concluded that the titanium waveguide fractured during use. The titanium waveguide may have come in contact with a hard metallic object such as a hemostat or retractor as evidenced by the break point and metallic scraping. The user guide for this system warns: contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure.